Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of only the anvil of one device. The visual inspection noted the presence of malformed staples and a broken plunger. The anvil was received tilted, showed deep traces of knife impression, and the cutting ring was found to be completely severed. Functional testing was not performed due to the instrument not being received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Additionally, the investigation detected a unreported condition of a broken plunger. Replication of the broken plunger may occur after firing the device, when the anvil is tilted. Attempting to close the device while the anvil is tilted may apply excessive pressure on the anvil mechanism, specifically to the plunger, leading in breakage. No further actions have been deemed necessary at this time. There was no reported condition to confirm. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was no complaint received for the device.